Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) therapy with shocks. It was noted that atp did not convert all of the arrhythmias, slows but restarts. There was no out of range measurements observed and presenting electrogram (egm) shows device operating as programmed. Technical services (ts) discussed rhythm may need to be treated with medication instead. The clinician to monitor and review with the electrophysiologist. No additional adverse patient effects were reported. The device remains in service.